Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The angio-seal device was not returned for evaluation. As it was reported that the suture broke, the tensile strength was verified with the manufacturer and values were within specifications. Without a sample, no definitive conclusion can be drawn as to the cause of the alleged failure that the user experienced. Based on the information given, the exact root cause of the event cannot be determined. It is possible during attempted deployment of the device, the anchor was unable to deploy properly, however since the sample was not available for evaluation, this could not be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A6: race: italian. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. After removal of the 6 french vascular introducer hemostasis was not achieved due to breakage of the anchor wire with recovery of the removed collagen plug inside the device. Internal anchor was not received. A doppler checkup was performed without any anomalies found. There were no patient injuries. Additional information was received on 12nov2025: the suture broke during deployment. The type of procedure being performed for the patient, prior to closure device was a splenic artery embolization by plug through 6 french reinforced introducer destination terumo. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. It was a regular removal of the introducer and positioning of the cannula and was verified inside the artery. Regular sliding of the cannula with the anchor and plug inside the first one already in position. Regular click to the right and left to lock the anchor. When the device was retracted, no resistance was found, the device came out from the skin tract without anchorage. The collagen plug was inside the extract cannula; the anchor was not visible. Hemostasis was achieved by manual compression. The estimated blood loss was less than 250ml. The patient was stable. There was no concomitant devices used with the angio-seal.